Manufacturer narrative:
Customer service replied to the customer via email with troubleshooting tips she could try to resolve the low suction. In follow up with a complaint handler on (B)(6) 2020, the customer indicated she had tried the troubleshooting tips and her pump suction was now better. She additionally indicated she had mastitis in september and had been prescribed antibiotics, but thinks the mastitis was from producing so much milk that she could not empty her milk ducts. Lastly, she stated she would not recommend this pump because of all the problems she has had with it and all the parts she has had to replace. The customer was subsequently contacted by a complaint handler multiple times requesting she contact customer service to address her issues with the pump, but she has not done so as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020 the customer alleged to medela llc via email that her pump in style breast pump had low suction and she had tried replacing the tubing and valves multiple times. She additionally alleged the low suction was extremely inconvenient, time consuming, and had caused mastitis.